Event description:
It was reported that when implant was introduced to patient, the product was already loose from the needle and when it was tried to deploy the implant, the anchors deployed simultaneously. Procedure was completed with a back-up device. Nor delay or patient injury reported.

Manufacturer narrative:
One fast-fix 360 reversed curve needle delivery system was returned for evaluation. Visual assessment of the device showed no suture or ts remain on the insertion needle or were returned for examination. The actuator is in its post t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. The condition of the device indicates that the trigger was manually advanced during deployment of t1 causing the premature deployment of t2. Per the device IFU warning: do not push the deployment slider twice or the second implant will deploy prematurely. No root cause related to the manufacturing process can be established.